Event description:
Customer states the device is failing opcheck for pacer and defib. There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.